Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and unspecified pump error. The customer¿s blood glucose level was unknown. The customer reported that the up and down buttons were not always working and need to be pressed multiple times for them to respond and no delivery alarms. It was reported that they had unspecified pump error. The insulin pump will not be returned for analysis.